Event description:
Device issue: did not function as expected - hemostasis. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician using the prostar xl device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, "the prostar used did not close the common femoral artery (cfa)." "A cut down surgical procedure was performed to close the artery."there were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history for this lot did not produce any findings relevant to this report.